Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, scope error (error 226) occurred and no image was displayed, the light guide bundle of the insertion section was broken and therefore the light transmission was not given or too low. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the loose connection, scope error (error 226) and no image was a broken video cable. In addition, the cause of the light transmission issue where light was not provided or was too low was a broken light guide bundle in the insertion section should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had loose connection. There were no reports of patient harm.